Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. The right external iliac artery currently measures 8-9 mm in diameter. The left external iliac artery currently measures 6-8 mm in diameter. It was reported that recently the patient was in for a routine visit and complained of minor back pain. Upon review of the CT study, it was discovered that the left limb is completely occluded from the flow divider to the left hypogastric. The physician stated that this is the patient's first follow up since the implant and is unsure how long the clot has been there and thought that it has been there for quite some time. The physician stated the cause of the occlusion is unknown. The patient will be monitored. No additional clinical sequelae were reported.